Event description:
It was reported that the pump touch screen was cracked and unresponsive it was also reported that the wake button is unresponsive. The customer reverted to an alternate method in insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of touch screen unresponsive was verified, however the alleged issue of wake button unresponsive could not be verified.